Event description:
Procedure type: hernia repair. According to the reporter: suture broke off at the needles. The doctor changed his techniques and used an add'l load to get the job done.

Manufacturer narrative:
Initial report sent: 05/21/2008.